Event description:
It was reported the pt was disoriented since his trial implant procedure on (B)(6) 2013 and suffered a fall the day after the procedure. Subsequently, the pt's incision site was bleeding and he was taken by ambulance to the emergency room. The pt was released approximately three hours later. On (B)(6) 2013, the pt was taken be the ambulance to the hospital due to still being disoriented and combative. The pt was admitted to the hospital. On (B)(6) 2013, the pt had slurred speech and was baker acted due to belligerence. On (B)(6) 2013, the pt was implanted with an scs ipg and he was oriented and receiving effective stimulation.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.